Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported failed upstream occlusion test. The cause was determined to be a failing upstream sensor. The upstream sensor was found to out of specification . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed upstream occlusion test. There was no patient invlvement. No additional information is available.